Event description:
It was reported that review of the last remote follow-up showed the implantable cardioverter defibrillator (ICD) delivered a shock f or ventricular tachycardia (vt). The patient was instructed to present to their local emergency room, and the ICD was reprogrammed as device discriminators had delayed therapy for vt due to an initial classification of the arrhythmia as supra ventricular tachycardia (svt). The patient's medications were adjusted as well. It was further reported that the right ventricular (rv) lead exhibited undersensing during ventricular tachycardia (vt) which contributed to the delay in tachyarrhythmia therapy. The patient subsequently expired two weeks later. The patient is a participant in a clinical study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.